Event description:
Report 3 of 3: it was reported while using bd microtainer® map k2e (1.0 mg) blood collection tubes, the blood of one sample is clotted. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.